Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a pulling sensation and discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor implanted extensions to provide satisfactory distance to relieve the pulling sensation and discomfort. Surgical intervention resolved the patient's issue.